Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that although the zero adjustment was done, the sensor showed minus, abnormal readings during pressure estimation. Also, tip of the product was found deformed when the package was opened. As a result, the device was revised. It was also reported that the device was used despite the claim that the device was deformed, as the surgeon believed it had no effect on the mechanism.